Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip on the vasoview hemopro 2 endoscopic vessel harvesting system fell apart. The distal (pointed) part is the part that came off. It fell off inside the pt, but was able to be retrieved through the same incision with no other pt effects reported. A new kit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received with the conical tip detached. The tip formed a complete assembly. There was some evidence of blood. Based upon the visual observations, the reported complaint for "dissection tip nose detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).